Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation. However, a retained sample was visually checked, no issue detected; then gravity tested in the laboratory via methylene blue, the liquid flows regularly through the tubing, no blockage was detected and the retained unit was conforming as per product specifications. The reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the solution was filled into a solution administration set, there was no flow. There was no patient involvement. No additional information is available.